Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens was explanted 4 days post op. Sutures were required. The reason for the lens explant was not provided. However, it is to be noted that the lens was replaced with a lens of the same model but different diopter. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the lens is not damaged. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event cannot be determined.